Event description:
Dr. Was completing epidural pain management procedure. Upon catheter removal, felt resistance, then a snap was heard. When catheter was removed, physician found distal end to be sheared off/broken. Touhy needle withdrawn, catheter tip not found protruding from site. X-ray confirms approximately 3-4 inches of tip remaining in epidural space. Physician elected to leave tip in place. Pt remains stable and was discharged to home.